Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134l) inserted. The case describes the occurrence of pelvic pain ('pelvic pain recurrent'). The subject's concurrent conditions included hypertension since (B)(6) 2019, anxiety, menorrhagia and ulcer nos. Concomitant products included tramadol from (B)(6) 2021 for acute pain and postoperative pain relief, ketorolac tromethamine(toradol) from (B)(6) 2021 and naproxen (motrin) since(B)(6) 2021 for postoperative care, celecoxib (celebrex) since (B)(6) 2021, chlorhexidine gluconate (peridex) since (B)(6) 2021 and gabapentin (neurontin) since (B)(6) 2021 for preoperative care, paracetamol (tylenol) since (B)(6) 2021 for preoperative care and postoperative care as well as alprazolam (alprazolan) since (B)(6) 2017, atorvastatin since(B)(6) 2021, buspirone hydrochloride (buspar) since (B)(6) 2021, buspirone since (B)(6) 2021, citalopram hydrobromide (celexa) since (B)(6) 2021, escitalopram since (B)(6) 2017, fentanyl (sublimaze) from (B)(6) 2021, hydrochlorothiazide (hydrochlorothiazid) since (B)(6) 2021, hydromorphone hydrochloride (dilaudid) from b)(6) 2021, hydroxyzine since (B)(6) 2021, lidocaine from (B)(6) 2021, losartan since 2009, medroxyprogesterone until (B)(6) 2021, meloxicam (B)(6) 2021, metformin since (B)(6) 2021, metoprolol succinate (metoprololsuccinaat) since (B)(6) 2021, metoprolol succinate (toprol xl) since (B)(6) 2021, sennoside a+b (senokot) since (B)(6) 2021, sucralfate (sucralfat) since 2016, tramadol hydrochloride (ultram) (B)(6) 2021 and valsartan until (B)(6) 2021. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2019, the subject experienced pelvic pain (seriousness criterion intervention required), 1 year 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (novasure (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2021). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain had resolved. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: the non-serious event pelvic pain recurrent was of moderate intensity and unrelated to study conduct, it was an adverse event of special interest. The non-serious adverse event was related to procedure likely related to post ablation syndrome - novasure ablation (lot 17m13ra) on (B)(6) 2018. On (B)(6) 2018 at 12 month medical visit patient canceled hysterectomy scheduled to(B)(6) 2018 due to insurance, total laparoscopic hysterectomy, bilateral salpingectomy was performer only on (B)(6) 2021, fallopian tubes removed were not sent to sponsor due to the surgery in another state without investigator knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Anion gap (5.0 - 15.0 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Antibody test - on (B)(6) 2021: negative. Basophil count (0.00 - 0.20 10*3/ul) - on (B)(6) 2021: 0.05 10*3/ul. Blood calcium (8.5 - 10.1 mg/dl) - on (B)(6) 2021: 8.6 mg/dl. Blood chloride (98 - 107 mmol/l) - on (B)(6) 2021: 106 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2021: 0.70 mg/dl. Blood glucose (70 - 109 mg/dl) - on (B)(6) 2021: 216 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 100 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 123 mg/dl. Blood osmolarity - on (B)(6) 2021: 267 mosm/kg (reference range not established). Blood potassium (3.5 - 5.1 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Blood pressure measurement - on (B)(6) 2021: 123/66 mmhg; on (B)(6) 2021: 128/69 mmhg. Blood sodium (136 - 145 mmol/l) - on (B)(6) 2021: 137 mmol/l. Blood test - on (B)(6) 2021: o positive. Blood thyroid stimulating hormone (0.55 - 4.78 international unit per millilitre) - on (B)(6)2018: 3.17 international unit per millilitre. Blood urea (7 - 18 mg/dl) - on (B)(6) 2021: 14 mg/dl. Body height - on (B)(6) 2021: 5 feet and 7 inches. Body mass index - on (B)(6) 2021: 48.71. Body temperature (f) - on (B)(6) 2021: 97 f; on (B)(6) 2021: 97.7 f. Culture urine - on an unknown date: leukocytes, protein, blood; on (B)(6) 2019: not abnormal. Egfr status assay - on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf non-african american); on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf african american). Eosinophil count (0.00 - 0.40 10*3/ul) - on (B)(6) 2021: 0.24 10*3/ul. Full blood count - on (B)(6) 2018: not abnormal. Haematocrit (36.0 - 47.0 %) - on (B)(6) 2021: 44.7 %; on (B)(6) 2021: 39.8 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 14.8 g/dl; on (B)(6) 2021: 13.4 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 73 beats/min; on (B)(6) 2021: 74 beats/min. Immature granulocyte count (0.00 - 0.03 10*3/ul) - on (B)(6) 2021: 0.03 10*3/ul. Lymphocyte count (0.80 - 4.70 10*3/ul) - on (B)(6) 2021: 2.94 10*3/ul. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2021: 30.7 pg. Mean cell haemoglobin concentration (33.0 - 36.0 g/dl) - on (B)(6) 2021: 33.7 g/dl. Mean cell volume (78.0 - 100.0 fl) - on (B)(6) 2021: 90.0; on (B)(6) 2021: 91.1. Mean platelet volume (7.4 - 10.4 fl) - on (B)(6) 2021: 10.2 fl. Monocyte count (0.00 - 1.50 10*3/ul) - on (B)(6) 2021: 0.75 10*3/ul. Neutrophil count (1.6 - 8.3 10*3/ul) - on (B)(6) 2021: 7.5 10*3/ul. Oxygen saturation (%) - on (B)(6) 2021: 100 %. Pathology test - on (B)(6) 2021: source: uterus attached cervix, and bilateral tubes. Clinical history pelvic pain post ablation. Macroscopic: the uterus with attached cervix weights 90 grams and is 8.5 cm in length, 4.0 cm from cornu to cornu and 2.0 cm from anterior to posterior. The uterine serosa is smooth and pinkptan. No discrete lesions or adhesions are identified. He ectocervix is 3.0 x 2.5 and is lined by pink-tan mucosa. Hemorrhagic material protrudes from the os. No discrete lesions are identified. The specimen is opened to reveal the endocervical canal os pink-tan and exhibits scattered nabothian cysts. The endometrial cavity is 4.0 x 1.0 cm and is scarred. It is consistent with prior ablation. Its is lined by small amount of possible endometrium that has a thickness of 0.1 cm. The underlying myometrium has a thickness of 1.2 cm. No endometrial or myometrial lesions are identified. The left fallopian tube is 7.0 cm in length with a diameter of 0.5 cm. The serosa is pink-tan. It is sectioned to reveal no discrete lesions. There is a coiled metallic wire running through the fallopian tube. The right fallopian tube is 5.0 x 0.5 cm in diameter. The serosa is pink-tan. Adjacent to the fimbriated end there is pale yellow lobulated tissue that is 1.5 x 1 x 0.5 cm. There is a paratubal cyst attached to this yellow lobulated tissue. There is coiled wire running through the fallopian tube. Representative tissue is submitted as follows: 1 uterine serosa, 2 cervix, 3 anterior endometrium, 4 posterior endometrium, 5 entire fimbriated and left fallopian tube, 6 entire fimbriated end of right fallopian tube to include some of the adjacent soft tissue. Final diagnosis: total histerectomy and bilateral salpingectomy (weight 90 grams), uterus, cervix no significant histologic abnormalities, uterus, endometrium features consistent with ablation, no evidence of endometrial hyperplasia or carcinoma. Uterus, myometrium, no significant histologic abnormalities, fallopian tubes biopsy no significant histologic abnormalities. Platelet count (150 - 350 10*3/ul) - on (B)(6) 2021: 333 10*3/ul; on (B)(6) 2021: 311 10*3/ul. Red blood cell count (4.10 - 5.40 10 thousand) - on (B)(6) 2021: 4.86 10 thousand; on (B)(6) 2021: 4.37 10 thousand. Red blood cell nucleated morphology (0.00 10*3/ul) - on (B)(6) 2021: 0.00 10*3/ul. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 11.9 %. Respiratory rate (breaths/min) - on (B)(6) 2021: 15 breaths/min; on (B)(6) 2021: 16 breaths/min. Ultrasound scan vagina - on (B)(6) 2018: essure insert in satisfactory positions; on (B)(6)2019: results not reported. Weight - on (B)(6) 2021: 311 lbs. White blood cell count (4.0 - 10.8 10*3/ul) - on an unknown date: 11.5 10*3/ul; on (B)(6) 2021: 11.5 10*3/ul; on (B)(6) 2021: 16.5 10*3/ul; on (B)(6) 2021: 163 10*3/ul. Batch no: he0134l, production date : 2017-04-20, expiration date 2020-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6)-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of pelvic pain ('pelvic pain recurrent'). The subject's concurrent conditions included hypertension since (B)(6) 2019, anxiety, menorrhagia and ulcer nos. Concomitant products included tramadol from (B)(6) 2021 for acute pain and postoperative pain relief, ketorolac tromethamine (toradol) from (B)(6) 2021 and naproxen (motrin) since (B)(6) 2021 for postoperative care, celecoxib (celebrex) since (B)(6) 2021, chlorhexidine gluconate (peridex) since (B)(6) 2021 and gabapentin (neurontin) since (B)(6) 2021 for preoperative care, paracetamol (tylenol) since (B)(6) 2021 for preoperative care and postoperative care as well as alprazolam (alprazolan) since (B)(6) 2017, atorvastatin since (B)(6) 2021, buspirone hydrochloride (buspar) since (B)(6) 2021, buspirone since (B)(6) 2021, citalopram hydrobromide (celexa) since (B)(6) 2021, escitalopram since (B)(6) 2017, fentanyl (sublimaze) from (B)(6) 2021, hydrochlorothiazide (hydrochlorothiazide) since (B)(6) 2021, hydromorphone hydrochloride (dilaudid) from (B)(6) 2021, hydroxyzine since (B)(6) 2021, lidocaine from (B)(6) 2021, losartan since 2009, medroxyprogesterone until (B)(6) 2021, meloxicam from (B)(6) 2021, metformin since (B)(6) 2021, metoprolol succinate (metoprolol succinate) since (B)(6) 2021, metoprolol succinate (toprol xl) since (B)(6) 2021, sennoside a+b (senokot) since (B)(6) 2021, sucralfate (sucralfate) since 2016, tramadol hydrochloride (ultram) from (B)(6) 2021 and valsartan until (B)(6) 2021. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2019, the subject experienced pelvic pain (seriousness criterion intervention required), 1 year 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (novasure (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2021). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain had resolved. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: the non-serious event pelvic pain recurrent was of moderate intensity and unrelated to study conduct, it was an adverse event of special interest. The non-serious adverse event was related to procedure likely related to post ablation syndrome - novasure ablation (lot 17m13ra) on (B)(6) 2018. On (B)(6) 2018 at 12 month medical visit patient canceled hysterectomy scheduled to (B)(6) 2018 due to insurance, total laparoscopic hysterectomy, bilateral salpingectomy was performer only on (B)(6) 2021, fallopian tubes removed were not sent to sponsor due to the surgery in another state without investigator knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Anion gap (5.0 - 15.0 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Antibody test - on (B)(6) 2021: (B)(6). Basophil count (0.00 - 0.20 10*3/ul) - on (B)(6) 2021: 0.05 10*3/ul. Blood calcium (8.5 - 10.1 mg/dl) - on (B)(6) 2021: 8.6 mg/dl. Blood chloride (98 - 107 mmol/l) - on (B)(6) 2021: 106 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2021: 0.70 mg/dl. Blood glucose (70 - 109 mg/dl) - on (B)(6) 2021: 216 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 100 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 123 mg/dl. Blood osmolarity - on (B)(6) 2021: 267 mosm/kg (reference range not established). Blood potassium (3.5 - 5.1 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Blood pressure measurement - on (B)(6) 2021: 123/66 mmhg; on (B)(6) 2021: 128/69 mmhg. Blood sodium (136 - 145 mmol/l) - on (B)(6) 2021: 137 mmol/l. Blood test - on (B)(6) 2021: o positive. Blood thyroid stimulating hormone (0.55 - 4.78 international unit per millilitre) - on (B)(6) 2018: 3.17 international unit per millilitre. Blood urea (7 - 18 mg/dl) - on (B)(6) 2021: 14 mg/dl. Body height - on (B)(6) 2021: 5 feet and 7 inches. Body mass index - on (B)(6) 2021: 48.71. Body temperature (f) - on (B)(6) 2021: 97 f; on (B)(6) 2021: 97.7 f. Culture urine - on an unknown date: leukocytes, protein, blood; on (B)(6) 2019: not abnormal. Egfr status assay - on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf non-african american); on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf african american). Eosinophil count (0.00 - 0.40 10*3/ul) - on (B)(6) 2021: 0.24 10*3/ul. Full blood count - on (B)(6) 2018: not abnormal. Haematocrit (36.0 - 47.0 %) - on (B)(6) 2021: 44.7 %; on (B)(6) 2021: 39.8 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 14.8 g/dl; on (B)(6) 2021: 13.4 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 73 beats/min; on (B)(6) 2021: 74 beats/min. Immature granulocyte count (0.00 - 0.03 10*3/ul) - on (B)(6) 2021: 0.03 10*3/ul. Lymphocyte count (0.80 - 4.70 10*3/ul) - on (B)(6) 2021: 2.94 10*3/ul. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2021: 30.7 pg. Mean cell haemoglobin concentration (33.0 - 36.0 g/dl) - on (B)(6) 2021: 33.7 g/dl. Mean cell volume (78.0 - 100.0 fl) - on (B)(6) 2021: 90.0; on (B)(6) 2021: 91.1. Mean platelet volume (7.4 - 10.4 fl) - on (B)(6) 2021: 10.2 fl. Monocyte count (0.00 - 1.50 10*3/ul) - on (B)(6) 2021: 0.75 10*3/ul. Neutrophil count (1.6 - 8.3 10*3/ul) - on (B)(6) 2021: 7.5 10*3/ul. Oxygen saturation (%) - on (B)(6) 2021: 100 %. Pathology test - on (B)(6) 2021: source: uterus attached cervix, and bilateral tubes. Clinical history pelvic pain post ablation. Macroscopic: the uterus with attached cervix weights (B)(6) grams and is 8.5 cm in length, 4.0 cm from cornu to cornu and 2.0 cm from anterior to posterior. The uterine serosa is smooth and pinkptan. No discrete lesions or adhesions are identified. He ectocervix is 3.0 x 2.5 and is lined by pink-tan mucosa. Hemorrhagic material protrudes from the os. No discrete lesions are identified. The specimen is opened to reveal the endocervical canal os pink-tan and exhibits scattered nabothian cysts. The endometrial cavity is 4.0 x 1.0 cm and is scarred. It is consistent with prior ablation. Its is lined by small amount of possible endometrium that has a thickness of 0.1 cm. The underlying myometrium has a thickness of 1.2 cm. No endometrial or myometrial lesions are identified. The left fallopian tube is 7.0 cm in length with a diameter of 0.5 cm. The serosa is pink-tan. It is sectioned to reveal no discrete lesions. There is a coiled metallic wire running through the fallopian tube. The right fallopian tube is 5.0 x 0.5 cm in diameter. The serosa is pink-tan. Adjacent to the fimbriated end there is pale yellow lobulated tissue that is 1.5 x 1 x 0.5 cm. There is a paratubal cyst attached to this yellow lobulated tissue. There is coiled wire running through the fallopian tube. Representative tissue is submitted as follows: uterine serosa, cervix, anterior endometrium, posterior endometrium, entire fimbriated and left fallopian tube, entire fimbriated end of right fallopian tube to include some of the adjacent soft tissue. Final diagnosis: total hysterectomy and bilateral salpingectomy (weight (B)(6) grams), uterus, cervix no significant histologic abnormalities, uterus, endometrium features consistent with ablation, no evidence of endometrial hyperplasia or carcinoma. Uterus, myometrium, no significant histologic abnormalities, fallopian tubes biopsy no significant histologic abnormalities. Platelet count (150 - 350 10*3/ul) - on (B)(6) 2021: 333 10*3/ul; on (B)(6) 2021: 311 10*3/ul. Red blood cell count (4.10 - 5.40 10 thousand) - on (B)(6) 2021: 4.86 10 thousand; on (B)(6) 2021: 4.37 10 thousand. Red blood cell nucleated morphology (0.00 10*3/ul) - on (B)(6) 2021: 0.00 10*3/ul. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 11.9 %. Respiratory rate (breaths/min) - on (B)(6) 2021: 15 breaths/min; on (B)(6) 2021: 16 breaths/min. Ultrasound scan vagina - on (B)(6) 2018: essure insert in satisfactory positions; on (B)(6) 2019: results not reported. Weight - on (B)(6) 2021: (B)(6) lbs. White blood cell count (4.0 - 10.8 10*3/ul) - on an unknown date: 11.5 10*3/ul; on (B)(6) 2021: 11.5 10*3/ul; on (B)(6) 2021: 16.5 10*3/ul; on (B)(6) 2021: 163 10*3/ul. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134l) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The subject's concurrent conditions included hypertension since (B)(6) 2019, endometrial ablation since (B)(6) 2018, morbid obesity (bmi 46.8), anxiety, menorrhagia and ulcer nos. Concomitant products included misoprostol (cytotec) from (B)(6) 2018 to (B)(6) 2018 for cervix disorder, ketorolac tromethamine (toradol) from (B)(6) 2021 to (B)(6) 2021 and naproxen (motrin) since (B)(6) 2021 for postoperative care, tramadol from (B)(6) 2021 to (B)(6) 2021 for postoperative pain relief and acute pain, celecoxib (celebrex) since (B)(6) 2021, chlorhexidine gluconate (peridex) since (B)(6) 2021 and gabapentin (neurontin) since (B)(6) 2021 for preoperative care, paracetamol (tylenol) since (B)(6) 2021 for preoperative care and postoperative care as well as alprazolam (alprazolan) since (B)(6) 2017, atorvastatin since (B)(6) 2021, buspirone hydrochloride (buspar) since (B)(6) 2021, buspirone since (B)(6) 2021, citalopram hydrobromide (celexa) since (B)(6) 2021, diazepam (valium) from (B)(6) 2018 to (B)(6) 2018, escitalopram since (B)(6) 2017, fentanyl (sublimaze) from (B)(6) 2021 to (B)(6) 2021, hydrochlorothiazide (hydrochlorothiazid) since (B)(6) 2021, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, hydromorphone hydrochloride (dilaudid) from (B)(6) 2021 to (B)(6) 2021, hydroxyzine since (B)(6) 2021, lidocaine from (B)(6) 2021 to (B)(6) 2021, losartan since 2009, medroxyprogesterone until (B)(6) 2021, meloxicam from (B)(6) 2021 to (B)(6) 2021, metformin since (B)(6) 2021, metoprolol succinate (metoprololsuccinaat) since (B)(6) 2021, metoprolol succinate (toprol xl) since (B)(6) 2021, ondansetron (zofran) from (B)(6) 2018 to (B)(6) 2018, promethazine hydrochloride (promethazin) from (B)(6) 2018 to 21-mar-2018, ropivacaine (naropin) from 21-mar-2018 to 21-mar-2018, sennoside a+b (senokot) since (B)(6) 2021, sodium chloride from (B)(6) 2018 to (B)(6) 2018, sucralfate (sucralfat) since (B)(6) 2016, tramadol hydrochloride (ultram) from (B)(6) 2021 to (B)(6) 2021 and valsartan until (B)(6) 2021. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 3 months 9 days after insertion of fallopian tube occlusion insert. The subject was treated with surgery (novasure (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2021). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the event pelvic pain was of moderate intensity and related to essure placement and endometrial ablation / likely related to post ablation syndrome - novasure ablation (lot # 17m13ra) on (B)(6) 2018. On (B)(6) 2018 at 12 month medical visit patient canceled hysterectomy scheduled on (B)(6) 2019 due to insurance, total laparoscopic hysterectomy, bilateral salpingectomy, cysto(scopy) were performer then on (B)(6) 2021, fallopian tubes removed were not sent to sponsor due to the surgery in another state without investigator knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Anion gap (5.0 - 15.0 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Antibody test - on (B)(6) 2021: negative. Basophil count (0.00 - 0.20 10*3/ul) - on (B)(6) 2021: 0.05 10*3/ul. Blood calcium (8.5 - 10.1 mg/dl) - on (B)(6) 2021: 8.6 mg/dl. Blood chloride (98 - 107 mmol/l) - on (B)(6) 2021: 106 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2021: 0.70 mg/dl. Blood glucose (70 - 109 mg/dl) - on (B)(6) 2021: 216 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 100 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 123 mg/dl. Blood osmolarity - on (B)(6) 2021: 267 mosm/kg (reference range not established). Blood potassium (3.5 - 5.1 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Blood pressure measurement - on (B)(6) 2021: 123/66 mmhg; on (B)(6) 2021: 128/69 mmhg. Blood sodium (136 - 145 mmol/l) - on (B)(6) 2021: 137 mmol/l. Blood test - on (B)(6) 2021: o positive. Blood thyroid stimulating hormone (0.55 - 4.78 international unit per millilitre) - on (B)(6) 2018: 3.17 international unit per millilitre. Blood urea (7 - 18 mg/dl) - on (B)(6) 2021: 14 mg/dl. Body height - on (B)(6) 2021: 5 feet and 7 inches. Body mass index - on (B)(6) 2021: 48.71. Body temperature (f) - on (B)(6) 2021: 97 f; on (B)(6) 2021: 97.7 f. Culture urine - on an unknown date: leukocytes, protein, blood; on (B)(6) 2019: not abnormal. Egfr status assay - on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf non-african american); on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf african american). Eosinophil count (0.00 - 0.40 10*3/ul) - on (B)(6) 2021: 0.24 10*3/ul. Full blood count - on (B)(6) 2018: not abnormal. Haematocrit (36.0 - 47.0 %) - on (B)(6) 2021: 44.7 %; on (B)(6) 2021: 39.8 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 14.8 g/dl; on (B)(6) 2021: 13.4 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 73 beats/min; on (B)(6) 2021: 74 beats/min. Immature granulocyte count (0.00 - 0.03 10*3/ul) - on (B)(6) 2021: 0.03 10*3/ul. Lymphocyte count (0.80 - 4.70 10*3/ul) - on (B)(6) 2021: 2.94 10*3/ul. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2021: 30.7 pg. Mean cell haemoglobin concentration (33.0 - 36.0 g/dl) - on (B)(6) 2021: 33.7 g/dl. Mean cell volume (78.0 - 100.0 fl) - on (B)(6) 2021: 90.0; on (B)(6) 2021: 91.1. Mean platelet volume (7.4 - 10.4 fl) - on (B)(6) -2021: 10.2 fl. Monocyte count (0.00 - 1.50 10*3/ul) - on (B)(6) 2021: 0.75 10*3/ul. Neutrophil count (1.6 - 8.3 10*3/ul) - on (B)(6) 2021: 7.5 10*3/ul. Oxygen saturation (%) - on (B)(6) 2021: 100 %. Pathology test - on (B)(6) 2021: source: uterus attached cervix, and bilateral tubes. Clinical history pelvic pain post ablation. Macroscopic: the uterus with attached cervix weights 90 grams and is 8.5 cm in length, 4.0 cm from cornu to cornu and 2.0 cm from anterior to posterior. The uterine serosa is smooth and pinkptan. No discrete lesions or adhesions are identified. He ectocervix is 3.0 x 2.5 and is lined by pink-tan mucosa. Hemorrhagic material protrudes from the os. No discrete lesions are identified. The specimen is opened to reveal the endocervical canal os pink-tan and exhibits scattered nabothian cysts. The endometrial cavity is 4.0 x 1.0 cm and is scarred. It is consistent with prior ablation. Its is lined by small amount of possible endometrium that has a thickness of 0.1 cm. The underlying myometrium has a thickness of 1.2 cm. No endometrial or myometrial lesions are identified. The left fallopian tube is 7.0 cm in length with a diameter of 0.5 cm. The serosa is pink-tan. It is sectioned to reveal no discrete lesions. There is a coiled metallic wire running through the fallopian tube. The right fallopian tube is 5.0 x 0.5 cm in diameter. The serosa is pink-tan. Adjacent to the fimbriated end there is pale yellow lobulated tissue that is 1.5 x 1 x 0.5 cm. There is a paratubal cyst attached to this yellow lobulated tissue. There is coiled wire running through the fallopian tube. Representative tissue is submitted as follows: 1 uterine serosa, 2 cervix, 3 anterior endometrium, 4 posterior endometrium, 5 entire fimbriated and left fallopian tube, 6 entire fimbriated end of right fallopian tube to include some of the adjacent soft tissue. Final diagnosis: total histerectomy and bilateral salpingectomy (weight 90 grams), uterus, cervix no significant histologic abnormalities, uterus, endometrium features consistent with ablation, no evidence of endometrial hyperplasia or carcinoma. Uterus, myometrium, no significant histologic abnormalities, fallopian tubes biopsy no significant histologic abnormalities. Platelet count (150 - 350 10*3/ul) - on (B)(6) 2021: 333 10*3/ul; on (B)(6) 2021: 311 10*3/ul. Red blood cell count (4.10 - 5.40 10 thousand) - on (B)(6) 2021: 4.86 10 thousand; on (B)(6) 2021: 4.37 10 thousand. Red blood cell nucleated morphology (0.00 10*3/ul) - on (B)(6) 2021: 0.00 10*3/ul. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 11.9 %. Respiratory rate (breaths/min) - on (B)(6) 2021: 15 breaths/min; on (B)(6) 2021: 16 breaths/min. Ultrasound scan vagina - on (B)(6) 2018: essure insert in satisfactory positions; on (B)(6) 2019: results not reported. Weight - on (B)(6) -2021: 311 lbs. White blood cell count (4.0 - 10.8 10*3/ul) - on an unknown date: 11.5 10*3/ul; on (B)(6) 2021: 11.5 10*3/ul; on (B)(6) 2021: 16.5 10*3/ul; on (B)(6) 2021: 163 10*3/ul. Batch no he0134l. Production date 2017-04-20. Expiration date 2020-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140440019) had fallopian tube occlusion insert (batch no. He0134l) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The subject's concurrent conditions included hypertension since (B)(6) 2019, endometrial ablation since (B)(6) 2018, morbid obesity (bmi 46.8), anxiety, menorrhagia and ulcer nos. Concomitant products included misoprostol (cytotec) from (B)(6) 2018 to (B)(6) 2018 for cervix disorder, ketorolac tromethamine (toradol) from (B)(6) 2021 to (B)(6) 2021 and naproxen (motrin) since (B)(6) 2021 for postoperative care, tramadol from (B)(6) 2021 to (B)(6) 2021 for postoperative pain relief and acute pain, celecoxib (celebrex) since (B)(6) 2021, chlorhexidine gluconate (peridex) since (B)(6) 2021 and gabapentin (neurontin) since (B)(6) 2021 for preoperative care, paracetamol (tylenol) since (B)(6) 2021 for preoperative care and postoperative care as well as alprazolam (alprazolan) since (B)(6) 2017, atorvastatin since (B)(6) 2021, buspirone hydrochloride (buspar) since (B)(6) 2021, buspirone since (B)(6) 2021, citalopram hydrobromide (celexa) since (B)(6) 2021, diazepam (valium) from (B)(6) 2018 to (B)(6) 2018, escitalopram since (B)(6) 2017, fentanyl (sublimaze) from (B)(6) 2021 to (B)(6) 2021, hydrochlorothiazide (hydrochlorothiazid) since (B)(6) 2021, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, hydromorphone hydrochloride (dilaudid) from (B)(6) 2021 to (B)(6) 2021, hydroxyzine since (B)(6) 2021, lidocaine from (B)(6) 2021 to (B)(6) 2021, losartan since 2009, medroxyprogesterone until (B)(6) 2021, meloxicam from (B)(6) 2021 to (B)(6) 2021, metformin since (B)(6) 2021, metoprolol succinate (metoprololsuccinaat) since (B)(6) 2021, metoprolol succinate (toprol xl) since (B)(6) 2021, ondansetron (zofran) from (B)(6) 2018 to (B)(6) 2018, promethazine hydrochloride (promethazin) from (B)(6) 2018 to (B)(6) 2018, ropivacaine (naropin) from (B)(6) 2018 to (B)(6) 2018, sennoside a+b (senokot) since (B)(6) 2021, sodium chloride from (B)(6) 2018 to (B)(6) 2018, sucralfate (sucralfat) since (B)(6) 2016, tramadol hydrochloride (ultram) from (B)(6) 2021 to (B)(6) 2021 and valsartan until (B)(6) 2021. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 3 months 9 days after insertion of fallopian tube occlusion insert. The subject was treated with surgery (novasure (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2021). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the event pelvic pain was of moderate intensity and related to essure placement and endometrial ablation / likely related to post ablation syndrome - novasure ablation (lot # 17m13ra) on (B)(6) 2018. On (B)(6) 2018 at 12 month medical visit patient canceled hysterectomy scheduled on (B)(6) 2019 due to insurance, total laparoscopic hysterectomy, bilateral salpingectomy, cysto(scopy) were performer then on (B)(6) 2021, fallopian tubes removed were not sent to sponsor due to the surgery in another state without investigator knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Anion gap (5.0 - 15.0 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Antibody test - on (B)(6) 2021: negative. Basophil count (0.00 - 0.20 10*3/ul) - on (B)(6) 2021: 0.05 10*3/ul. Blood calcium (8.5 - 10.1 mg/dl) - on (B)(6) 2021: 8.6 mg/dl. Blood chloride (98 - 107 mmol/l) - on (B)(6) 2021: 106 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2021: 0.70 mg/dl. Blood glucose (70 - 109 mg/dl) - on (B)(6) 2021: 216 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 100 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 123 mg/dl. Blood osmolarity - on (B)(6) 2021: 267 mosm/kg (reference range not established). Blood potassium (3.5 - 5.1 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Blood pressure measurement - on (B)(6) 2021: 123/66 mmhg; on (B)(6) 2021: 128/69 mmhg. Blood sodium (136 - 145 mmol/l) - on (B)(6) 2021: 137 mmol/l. Blood test - on (B)(6) 2021: o positive. Blood thyroid stimulating hormone (0.55 - 4.78 international unit per millilitre) - on (B)(6) 2018: 3.17 international unit per millilitre. Blood urea (7 - 18 mg/dl) - on (B)(6) 2021: 14 mg/dl. Body height - on (B)(6) 2021: 5 feet and 7 inches. Body mass index - on (B)(6) 2021: 48.71. Body temperature (f) - on (B)(6) 2021: 97 f; on (B)(6) 2021: 97.7 f. Culture urine - on an unknown date: leukocytes, protein, blood; on (B)(6) 2019: not abnormal. Egfr status assay - on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf non-african american); on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf african american). Eosinophil count (0.00 - 0.40 10*3/ul) - on (B)(6) 2021: 0.24 10*3/ul. Full blood count - on (B)(6) 2018: not abnormal. Haematocrit (36.0 - 47.0 %) - on (B)(6) 2021: 44.7 %; on (B)(6) 2021: 39.8 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 14.8 g/dl; on (B)(6) 2021: 13.4 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 73 beats/min; on (B)(6) 2021: 74 beats/min. Immature granulocyte count (0.00 - 0.03 10*3/ul) - on (B)(6) 2021: 0.03 10*3/ul. Lymphocyte count (0.80 - 4.70 10*3/ul) - on (B)(6) 2021: 2.94 10*3/ul. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2021: 30.7 pg. Mean cell haemoglobin concentration (33.0 - 36.0 g/dl) - on (B)(6) 2021: 33.7 g/dl. Mean cell volume (78.0 - 100.0 fl) - on (B)(6) 2021: 90.0; on (B)(6) 2021: 91.1. Mean platelet volume (7.4 - 10.4 fl) - on (B)(6) 2021: 10.2 fl. Monocyte count (0.00 - 1.50 10*3/ul) - on (B)(6) 2021: 0.75 10*3/ul. Neutrophil count (1.6 - 8.3 10*3/ul) - on (B)(6) 2021: 7.5 10*3/ul. Oxygen saturation (%) - on (B)(6) 2021: 100 %. Pathology test - on (B)(6) 2021: source: uterus attached cervix, and bilateral tubes. Clinical history pelvic pain post ablation. Macroscopic: the uterus with attached cervix weights 90 grams and is 8.5 cm in length, 4.0 cm from cornu to cornu and 2.0 cm from anterior to posterior. The uterine serosa is smooth and pinkptan. No discrete lesions or adhesions are identified. He ectocervix is 3.0 x 2.5 and is lined by pink-tan mucosa. Hemorrhagic material protrudes from the os. No discrete lesions are identified. The specimen is opened to reveal the endocervical canal os pink-tan and exhibits scattered nabothian cysts. The endometrial cavity is 4.0 x 1.0 cm and is scarred. It is consistent with prior ablation. Its is lined by small amount of possible endometrium that has a thickness of 0.1 cm. The underlying myometrium has a thickness of 1.2 cm. No endometrial or myometrial lesions are identified. The left fallopian tube is 7.0 cm in length with a diameter of 0.5 cm. The serosa is pink-tan. It is sectioned to reveal no discrete lesions. There is a coiled metallic wire running through the fallopian tube. The right fallopian tube is 5.0 x 0.5 cm in diameter. The serosa is pink-tan. Adjacent to the fimbriated end there is pale yellow lobulated tissue that is 1.5 x 1 x 0.5 cm. There is a paratubal cyst attached to this yellow lobulated tissue. There is coiled wire running through the fallopian tube. Representative tissue is submitted as follows: 1 uterine serosa, 2 cervix, 3 anterior endometrium, 4 posterior endometrium, 5 entire fimbriated and left fallopian tube, 6 entire fimbriated end of right fallopian tube to include some of the adjacent soft tissue. Final diagnosis: total histerectomy and bilateral salpingectomy (weight 90 grams), uterus, cervix no significant histologic abnormalities, uterus, endometrium features consistent with ablation, no evidence of endometrial hyperplasia or carcinoma. Uterus, myometrium, no significant histologic abnormalities, fallopian tubes biopsy no significant histologic abnormalities. Platelet count (150 - 350 10*3/ul) - on (B)(6) 2021: 333 10*3/ul; on (B)(6) 2021: 311 10*3/ul. Red blood cell count (4.10 - 5.40 10 thousand) - on (B)(6) 2021: 4.86 10 thousand; on (B)(6) 2021: 4.37 10 thousand. Red blood cell nucleated morphology (0.00 10*3/ul) - on (B)(6) 2021: 0.00 10*3/ul. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 11.9 %. Respiratory rate (breaths/min) - on (B)(6) 2021: 15 breaths/min; on (B)(6) 2021: 16 breaths/min. Ultrasound scan vagina - on (B)(6) 2018: essure insert in satisfactory positions; on (B)(6) 2019: results not reported. Weight - on (B)(6) 2021: 311 lbs. White blood cell count (4.0 - 10.8 10*3/ul) - on an unknown date: 11.5 10*3/ul; on (B)(6) 2021: 11.5 10*3/ul; on (B)(6) 2021: 16.5 10*3/ul; on (B)(6) 2021: 163 10*3/ul. Batch no: he0134l, production date: 2017-04-20, and expiration date: 2020-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-jan-2022: investigator reported there was only one event of pelvic pain in this patient (duplicate record # (B)(4) will be deleted in bayer safety database after all information was merged in this record which will be retained). Event term was now reported as "pelvic pain" (previously: pelvic pain recurrent"), start date was changed to 22-mar-2018. Event seriousness added: hospitalization and medical important event. Event was considered to be related to essure placement and endometrial ablation. Concomitant drugs used on (B)(6) 2018 (ablation and essure insertion date) were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134l) inserted. The case describes the occurrence of pelvic pain ('pelvic pain recurrent'). The subject's concurrent conditions included hypertension since (B)(6) 2019, anxiety, menorrhagia and ulcer nos. Concomitant products included tramadol from ((B)(6) 2021 for acute pain and postoperative pain relief, ketorolac tromethamine (toradol) from (B)(6) 2021 and naproxen (motrin) since (B)(6) 2021 for postoperative care, celecoxib (celebrex) since (B)(6) 2021, chlorhexidine gluconate (peridex) since (B)(6) 2021 and gabapentin (neurontin) since (B)(6) 2021 for preoperative care, paracetamol (tylenol) since (B)(6) 2021 for preoperative care and postoperative care as well as alprazolam (alprazolan) since (B)(6) 2017, atorvastatin since (B)(6) 2021, buspirone hydrochloride (buspar) since (B)(6) 2021, buspirone since (B)(6) 2021, citalopram hydrobromide (celexa) since (B)(6) 2021, escitalopram since (B)(6) 2017, fentanyl (sublimaze) from (B)(6) 2021, hydrochlorothiazide (hydrochlorothiazide) since (B)(6) 2021, hydromorphone hydrochloride (dilaudid) from (B)(6) 2021, hydroxyzine since (B)(6) 2021, lidocaine from ((B)(6) 2021, losartan since 2009, medroxyprogesterone until (B)(6) 2021, meloxicam from (B)(6) 2021, metformin since (B)(6) 2021, metoprolol succinate (metoprololsuccinaat) since (B)(6) 2021, metoprolol succinate (toprol xl) since (B)(6) 2021, sennoside a+b (senokot) since (B)(6) 2021, sucralfate (sucralfate) since 2016, tramadol hydrochloride (ultram) from (B)(6) 2021 and valsartan until (B)(6) 2021. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2019, the subject experienced pelvic pain (seriousness criterion intervention required), 1 year 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (novasure (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2021). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain had resolved. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: the non-serious event pelvic pain recurrent was of moderate intensity and unrelated to study conduct, it was an adverse event of special interest. The non-serious adverse event was related to procedure likely related to post ablation syndrome - novasure ablation (lot 17m13ra) on (B)(6) 2018. On (B)(6) 2018 at 12 month medical visit patient canceled hysterectomy scheduled to (B)(6) 2018 due to insurance, total laparoscopic hysterectomy, bilateral salpingectomy was performer only on (B)(6) 2021, fallopian tubes removed were not sent to sponsor due to the surgery in another state without investigator knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Anion gap (5.0 - 15.0 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Antibody test - on (B)(6) 2021: negative. Basophil count (0.00 - 0.20 10*3/ul) - on (B)(6) 2021: 0.05 10*3/ul. Blood calcium (8.5 - 10.1 mg/dl) - on (B)(6) 2021: 8.6 mg/dl. Blood chloride (98 - 107 mmol/l) - on (B)(6) 2021: 106 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2021: 0.70 mg/dl. Blood glucose (70 - 109 mg/dl) - on (B)(6) 2021: 216 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 100 mg/dl; on (B)(6) 2021: 138 mg/dl; on (B)(6) 2021: 123 mg/dl. Blood osmolarity - on (B)(6) 2021: 267 mosm/kg (reference range not established). Blood potassium (3.5 - 5.1 mmol/l) - on (B)(6) 2021: 4.6 mmol/l. Blood pressure measurement - on (B)(6) 2021: 123/66 mmhg; on (B)(6) 2021: 128/69 mmhg. Blood sodium (136 - 145 mmol/l) - on (B)(6) 2021: 137 mmol/l. Blood test - on (B)(6) 2021: o positive. Blood thyroid stimulating hormone (0.55 - 4.78 international unit per millilitre) - on (B)(6) 2018: 3.17 international unit per millilitre. Blood urea (7 - 18 mg/dl) - on (B)(6) 2021: 14 mg/dl. Body height - on (B)(6) 2021: 5 feet and 7 inches. Body mass index - on (B)(6) 2021: 48.71. Body temperature (f) - on (B)(6) 2021: 97 f; on (B)(6) 2021: 97.7 f. Culture urine - on an unknown date: leukocytes, protein, blood; on (B)(6) 2019: not abnormal. Egfr status assay - on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf non-african american); on (B)(6) 2021: up to 90 ml/mim/1.73 m2 (egrf african american). Eosinophil count (0.00 - 0.40 10*3/ul) - on (B)(6) 2021: 0.24 10*3/ul. Full blood count - on (B)(6) 2018: not abnormal. Haematocrit (36.0 - 47.0 %) - on (B)(6) 2021: 44.7 %; on (B)(6) 2021: 39.8 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 14.8 g/dl; on (B)(6) 2021: 13.4 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 73 beats/min; on (B)(6) 2021: 74 beats/min. Immature granulocyte count (0.00 - 0.03 10*3/ul) - on (B)(6) 2021: 0.03 10*3/ul. Lymphocyte count (0.80 - 4.70 10*3/ul) - on (B)(6) 2021: 2.94 10*3/ul. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2021: 30.7 pg. Mean cell haemoglobin concentration (33.0 - 36.0 g/dl) - on (B)(6) 2021: 33.7 g/dl. Mean cell volume (78.0 - 100.0 fl) - on (B)(6) 2021: 90.0; on (B)(6) 2021: 91.1. Mean platelet volume (7.4 - 10.4 fl) - on (B)(6) 2021: 10.2 fl. Monocyte count (0.00 - 1.50 10*3/ul) - on (B)(6) 2021: 0.75 10*3/ul. Neutrophil count (1.6 - 8.3 10*3/ul) - on (B)(6) 2021: 7.5 10*3/ul. Oxygen saturation (%) - on (B)(6) 2021: 100 %. Pathology test - on (B)(6) 2021: source: uterus attached cervix, and bilateral tubes. Clinical history pelvic pain post ablation. Macroscopic: the uterus with attached cervix weights 90 grams and is 8.5 cm in length, 4.0 cm from cornu to cornu and 2.0 cm from anterior to posterior. The uterine serosa is smooth and pinkptan. No discrete lesions or adhesions are identified. He ectocervix is 3.0 x 2.5 and is lined by pink-tan mucosa. Hemorrhagic material protrudes from the os. No discrete lesions are identified. The specimen is opened to reveal the endocervical canal os pink-tan and exhibits scattered nabothian cysts. The endometrial cavity is 4.0 x 1.0 cm and is scarred. It is consistent with prior ablation. Its is lined by small amount of possible endometrium that has a thickness of 0.1 cm. The underlying myometrium has a thickness of 1.2 cm. No endometrial or myometrial lesions are identified. The left fallopian tube is 7.0 cm in length with a diameter of 0.5 cm. The serosa is pink-tan. It is sectioned to reveal no discrete lesions. There is a coiled metallic wire running through the fallopian tube. The right fallopian tube is 5.0 x 0.5 cm in diameter. The serosa is pink-tan. Adjacent to the fimbriated end there is pale yellow lobulated tissue that is 1.5 x 1 x 0.5 cm. There is a paratubal cyst attached to this yellow lobulated tissue. There is coiled wire running through the fallopian tube. Representative tissue is submitted as follows: 1 uterine serosa, 2 cervix, 3 anterior endometrium, 4 posterior endometrium, 5 entire fimbriated and left fallopian tube, 6 entire fimbriated end of right fallopian tube to include some of the adjacent soft tissue. Final diagnosis: total "hysterectomy" and bilateral salpingectomy (weight 90 grams), uterus, cervix no significant histologic abnormalities, uterus, endometrium features consistent with ablation, no evidence of endometrial hyperplasia or carcinoma. Uterus, myometrium, no significant histologic abnormalities, fallopian tubes biopsy no significant histologic abnormalities. Platelet count (150 - 350 10*3/ul) - on (B)(6) 2021: 333 10*3/ul; on (B)(6) 2021: 311 10*3/ul. Red blood cell count (4.10 - 5.40 10 thousand) - on (B)(6) 2021: 4.86 10 thousand; on (B)(6) 2021: 4.37 10 thousand. Red blood cell nucleated morphology (0.00 10*3/ul) - on (B)(6) 2021: 0.00 10*3/ul. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 11.9 %. Respiratory rate (breaths/min) - on (B)(6) 2021: 15 breaths/min; on (B)(6) 2021: 16 breaths/min. Ultrasound scan vagina - on (B)(6) 2018: essure insert in satisfactory positions; on (B)(6) 2019: results not reported. Weight - on (B)(6) 2021: 311 lbs. White blood cell count (4.0 - 10.8 10*3/ul) - on an unknown date: 11.5 10*3/ul; on (B)(6) 2021: 11.5 10*3/ul; on (B)(6) 2021: 16.5 10*3/ul; on (B)(6) 2021: 163 10*3/ul. Batch no he0134l production date 2017-04-20 expiration date 2020-04-28 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.